Event description:
The customer reported that during servicing of the unit the battery failed the battery test. The customer reported the unit was not in use on pt. The biomedical engineer reported the battery was replaced and the reported problem resolved. Unit is now back in service.